Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states the patient's implantable lead was explanted due to infection. No additional adverse patient effects were reported.